Event description:
In 2005 dr will replace the left breast with a new implant as the old implant deflated. Implants will be returned to MFR and pt will be credited. In 8/30/2001, dr implanted 27-fm120-310a mcghan implant, lot 102282 and explanted on 9/22/2005.